Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from unspecified location. The leak was identified after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: may 26, 2018 to may 27, 2018. The device was received for evaluation. A visual inspection was performed and no defect could be identified regarding the reported issue by initial inspection. Upon functional testing, a spike port cap leak at the base of the spike port tubing was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.